Event description:
During an ophthalmic procedure, this unit shut off and the screen went blank for a few seconds. The unit came back on and the case was finished with no problems. This problem has happened before and user feels that the problem is with the tank that is attached to the unit.